Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed program error and no delivery during an infusion set change. Customer does not recall any significant events leading to the error. Customer's blood glucose was 461 mg/dl at the time of incident. Customer indicated that he was hospitalized with blood glucose of 1395 mg/dl recently but was not pump related. Troubleshooting was done for no delivery and found alarm was due to site issues and customer was able to complete the rewind sequence. Customer declined to return the device as it is working.